Event description:
Information received regarding the explanted device notes that the patient presented to the emergency room due to torsade-de-pointes. After having received multiple shocks from her ICD, the patient's pulse generator could not be interrogated and was not providing any output.